Event description:
During a robotic nephrectomy, an endo pocket specimen bag broke at the seam as the specimen was being pulled out of the trocar site. The specimen fell out and into the patient. The surgeon had to enlarge the incision size slightly more than usual to retrieve the sample with his hands. Although there was a procedural delay of 3 minutes, the procedure was completed. Besides the change in the incision size, no injuries were reported. This report is raised on the basis of a reported injury.